Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device, right atrial (ra) lead, and right ventricular (rv) lead exhibited noise oversensing. Subsequently, the ra lead sensitivity was decreased and the rv lead was surgically abandoned and replaced. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that pacemaker and the right atrial (ra) lead exhibited further oversensing of noise where inappropriate atrial tachy response (atr) episodes were noted. It was found that the noise occurred during radiation treatment. There was atrial pacing inhibition on some of the episodes, however right ventricular (rv) therapy remained available to the patient. No adverse patient effects were reported. At this time the pacemaker and ra lead remain in service.

Event description:
Additional information was received that a post radiation device interrogation revealed continued oversensing of noise for the pacemaker and the right atrial (ra) lead. It was noted that the stored episodes of noise were from the day prior to the radiation and not during or related to the radiation. No adverse patient effects were reported and the pacemaker and ra lead remain in service.